Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a1, d9 and d10. Corrected: d4 (primary UDI number) and h3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after finishing the procedure, the scrub tech was taking apart the instruments and as she was pulling off the version rod, a part of the plastic snapped off and broke into two pieces.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that after finishing the procedure, the scrub tech was taking apart the instruments and as she was pulling off the version rod, a part of the plastic snapped off this and it did break into two pieces. As she was taking it off, it was also noticed that a small crack was beginning to form in the white portion of the stem inserter. This happened after implantation was completed and surgery was finished, so there was no negative impact to the patient nor was surgery time extended due to this. These instruments and the broken part was sent to decon to be decontaminated and if they are returned to me they will be available for return. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the version indicator was broken from one of the prongs. Fragment was not returned for evaluation. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force in a prying motion while trialing. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the version indicator would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.